Event description:
It was reported that a device was used during an esophagogastrectomy. The device fired without incidence. On seventh post operative day a 2cm hole in the anastomosis was identified by roentagenography. Conservative treatment was continued without incidence.